Event description:
Customer reported that the touchscreen on the a5 anesthesia delivery system is inoperable and cannot interact with machine and mouse. No pt injury was reported.

Manufacturer narrative:
Touchscreen will be evaluated upon return and customer received touchscreen replacement.